Manufacturer narrative:
H6: physio-control further evaluation the customer's device and was unable to reproduce the reported issue, therefore further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device was showing a service indication. Upon initial evaluation, physio-control observed that the device would not recognize a shockable heart rhythm. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing a service indication. Upon initial evaluation, physio-control observed that the device would not recognize a shockable heart rhythm. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.